Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 468 mg/dl and 396 mg/dl. The customer reported that they treated high blood glucose level with manual injections. Customer was not using auto mode. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.